Event description:
It was reported the patient received inconsistent therapy. Per the reporter, the family suspected device failure and the health care provider suspected the catheter. The pump was replaced and the catheter was revised. The catheter was confirmed to have free flowing cfs after the revision. There was no reported patient injury and recovered without sequela. The pump was used to deliver lioresal

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n296393013, implanted on: (B)(6) 2011, explanted on: unknown. (B)(4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.